Event description:
It was reported to philips that the heartstart xl + defibrillator showed an equipment disable therapy error after opcheck. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.